Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had a slow healing wound on the scalp near the upper left lead. The doctor went in and washed the wound with antibiotics and added vancomycin for wound healing. The wound was not near the dbs hardware and none of it was exposed at all. The patient¿s wound is still healing but she reports no further issues at this time.